Event description:
It was reported that the rotawire tip sheared off and there was vessel perforation. The target lesion was located in the calcified left circumflex artery (lcx). A 330cm rotawire and a rotablator burr were selected for use. During procedure, the lesion was wired with a rota floppy wire but there was resistance upon pushing the wire and several runs were completed to cut the plaque. Subsequently, in the run where the burr crossed the lesion first, it was noted that the burr jumped and reached the transition portion of the floppy part. Then, another run was done where the burr was more controlled and followed the guide wire path and burr was then removed. A non- bsc catheter was brought in exchange with the rota floppy but because of the poor visibility of the tip of the catheter, a cine run was done and shows the guidewire in the lcx. The catheter was seen going towards the left anterior descending artery (lad). Consequently, the guidewire was pulled with the impression that it may have bent and prolapsed in the lad and the wire kept on coming back to the point it was all the way out. It was further noted that the 30mm portion of the floppy wire was inside the vessel and a perforation on the lcx was noticed. The detached tip and vessel was metal jacketed with stents to crush remaining soft tip against vessel wall. The procedure was completed with a different device. No further complications were reported and the patient survived and was discharged home after two days.